Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, it was noticed that the balloon ruptured. The device was completely removed, and the procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, it was noticed that the balloon ruptured. The device was completely removed, and the procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition.